Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an intervention in the left superficial femoral artery with moderate stenosis, after inflating the armada 14 balloon at the lesion, the balloon completely failed to deflate. A device was used to puncture through the patient's leg and into the balloon to rupture it. Once ruptured, the device was easily removed from the patient. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned balloon catheter. The reported failure to deflate issue was unable to be confirmed due to the rupture on the balloon and/or the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Possible factors that may contribute to deflation failures or slow deflations of the device may include, but not limited to, deflation technique, anatomical conditions/patient anatomical morphology, manufacturing damage, contrast mixing/dilution, bends or kinks of the shaft while inside the anatomy affecting the deflation lumen and/or stretched outer member thereby reducing the inflation/deflation lumen or constricting contrast flow. The investigation was unable to determine a conclusive cause for the reported deflation failure issue. The noted twisted balloon, the balloon folded over itself likely occurred during attempts to retract the balloon catheter during the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.